Manufacturer narrative:
Analysis found the unit unable to prime during prime test due to a faulty force sensor resistor. The unit was unable to perform no delivery test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which could not be resolved. The customer's blood glucose level at the time of the event was 490 mg/dl. The pump was also receiving motor error alarms. The customer stated there were no air bubbles seen in tubing. The cannula was broken or bent. The insulin pump will be returned for analysis.